Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by stomachache and turbid effluent. On the same day as the onset, the patient was hospitalized via emergency room (ER) for the event of peritonitis. The cause of peritonitis was not reported. Treatment rendered for the event was not reported. The patient had not yet recovered at the time of this report. On an unreported date, the patient discontinued physioneal therapies. No additional information is available.